Manufacturer narrative:
The tube arm assembly (approx. 75kg) includes x-ray tube & collimator which can generate x-ray beam, is welded on the tube stand vertical carriage bracket of tube stand column. Once some welding joints were cracked, the remaining welding points may not fully fix the tube arm due to its heavy weight and tube arm can become unstable and tube may be off center. The local philips filed service engineer visited the site and confirmed the issue, he took pictures and measured the welding joints length. It was found that the welding joints on the cracked side of bracket were all shorter than philips design drawing. This tube arm assembly is provided by the supplier "(B)(4)", thus this is a supplier nonconforming material issue, but the supplier has already been disqualified. The defective part has been replaced for this customer, the device works as specified after intervention. A CAPA has been initiated for further investigation, and philips decided a recall will be initiated to fix this issue for all the affected units.

Manufacturer narrative:
The investigation is still ongoing on this issue. When the investigation is completed a follow-up report will be sent.

Event description:
The customer complained that the tube arm moved unusually sideways and tube was off-centered. Field service engineer on-site found one side of the tube vertical carriage bracket welding was cracked. No injury reported.